Manufacturer narrative:
This event was captured in a previously submitted medwatch: mw5110286. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tamping rod of a 5f mynxgrip vascular closure device (vcd) was not visualized. The device was removed and manual compression was held for 10 minutes to obtain hemostasis. There was no reported patient injury. The device used a 5f arterial sheath. Inspection of the vcd outside of the body indicated the plug had not deployed to the arteriotomy site. The device was removed intact from the body. The vcd was attempted to be deployed at the end of a procedure. The device is being returned for evaluation.

Event description:
As reported, the tamping rod of a 5f mynxgrip vascular closure device (vcd) was not visualized. The device was removed and manual compression was held for 10 minutes to obtain hemostasis. There was no reported patient injury. The device used a 5f arterial sheath. Inspection of the vcd outside of the body indicated the plug had not deployed to the arteriotomy site. The device was removed intact from the body. The vcd was attempted to be deployed at the end of a procedure. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the tamping rod of a 5f mynxgrip vascular closure device (vcd) was not visualized. The device was removed and manual compression was held for 10 minutes to obtain hemostasis. There was no reported patient injury. The device used a 5f arterial sheath. Inspection of the vcd outside of the body indicated the plug had not deployed to the arteriotomy site. The device was removed intact from the body. The vcd was attempted to be deployed at the end of a procedure. The product was not returned for analysis. A product history record (phr) review of lot f2105301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.